Event description:
Revision surgery - the pt is tight in flexion and extension. The surgeon change down the femur size and exchanged the insert to a 13 mm.

Manufacturer narrative:
The reason for this revision surgery was to remedy limited range of motion after 2 years of pt use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause was most likely due to implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.